Event description:
It was reported that faradrive steerable sheath clear was selected for catheter ablation procedure. During the procedure when aspiration was performed to pull back the blood during sheath insertion, air was noted. It was confirmed that both the sheath had similar air intrusion defects. Non-boston scientific pump irrigation method was used with a flow rate of 50cc per hour. Thus, the sheath was replaced with another sheath. However, the second sheath had the same issue of air. The procedure was completed successfully using third sheath. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that faradrive steerable sheath clear was selected for catheter ablation procedure. During the procedure when aspiration was performed to pull back the blood during sheath insertion, air was noted. It was confirmed that that both the sheath had similar air intrusion defects. Non-boston scientific pump irrigation method was used with a flow rate of 50cc per hour. Thus, the sheath was replaced with another sheath. However, the second sheath had the same issue of air. The procedure was completed successfully using third sheath. No patient complication was reported. The device is expected to be return for analysis.